Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the device would not cross the lesion. No pt effects were reported. No additional event or pt info is available. This event is being filed based on the return goods lab analysis of the device, which revealed a stent dislodgement.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast visible on the outer member and hypotube. There was fluid in the balloon and inflation lumen. The stent implant was dislodged from the sds and was inside the returned rhv. There was a flared and bent strut on the first row of the distal end of the stent implant. The proximal end of the stent implant was crushed. There were two flared struts on the first row of the proximal end of the stent implant. There was a green unk substance on the proximal end of the stent implant. There was no other damage noted on the stent implant. There were crimp marks on the balloon between the markers. The balloon was returned loosely folded. There was a kink at the distal end of the strain relief tubing and three kinks on the hypotube 21.5 cm, 50.7 cm and 91.7 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. A snap gage was used to measure the stent implant outer diameters. The middle outer diameter measurements did not meet manufacturing criteria, they were oversized. The proximal and distal measurements could not be measured due to the damage noted. Product performance engineering reviewed the incident. The stent middle outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. The damage is consistent with the dislodgement of the stent. The foreign material found on the proximal end of the stent is consistent with teflon material from the guide wire used in the procedure. In this case, the balloon had loose folds, suggesting that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement. It is possible that during the attempt to cross the lesion, the stent may have interacted with the lesion/anatomy and become damaged on the balloon. The damage may have disrupted the stent during retraction, and an interaction with the rhv would have subsequently contributed to the stent dislodgement. The manufacturing records were reviewed and there were no nonconforming material records issued for this lot that could have contributed to this complaint and all on-line inspections and testing met manufacturing criteria. A conclusive cause for the reported failure to advance and noted stent dislodgment could not be determined. This MDR is considered closed by the product performance group.